Manufacturer narrative:
For the investigation only the service report and the description of event were available. The received information indicates that a flow sensor cable failure had been detected. Based on the available information it cannot be determined, if the failure occurred during pre-use check or if a patient was involved. The user did not respond to multiple inquiries; therefore, no case-specific investigation is possible at the moment. If new findings and information about the course of the event become available, the investigation of the case will be reopened. The device has been subsequently investigated, and a faulty flow sensor cable was found. Comparable cases with the same error pattern are known and correspond to the description. The root cause from comparable cases could be identified to be a signal/contact issue in the flow measurement cause by a faulty flow sensor cable. A new revision of the flow sensor cable has been developed with improved contacts and is available as a spare part. A replacement of the cable harness flow sensor solves the issue. The expiratory flow measurement is used to control and monitor the ventilation. In the event of an error, temporarily deviating flow measurement values can impair the ventilation due to their part in the control circuit. This can also lead to the reported unusual sound during ventilation. If the set alarm limits are exceeded, the device alarms according to the specification. According to the instructions for use the user must immediately start the ventilation of the patient using an independent ventilation device (e.g., with a manual resuscitator) in case a fault is detected in the medical device. The affected cable harness flow sensor was replaced. The device has passed all subsequent tests without any deviations and is back in use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The following was reported to dräger:" device made a chugging noise and stopped." There was no detail in the report which would reasonably suggest that a patient was put at risk. As a result, the customer was contacted several times to obtain more detailed information about the case and also to clarify whether or not a patient was involved.